Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial baseplate. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Left knee revised. The tibial component had collapsed into varus. Took out femoral component and tibial component.

Manufacturer narrative:
An event regarding tibial baseplate loosening involving an unknown scorpio baseplate was reported. The event was confirmed. Method and results: device evaluation and results: was not performed as the product was not returned for evaluation. Medical records received and evaluation: insufficient medical records were received for review of the loosening event. Device history review: DHR review was not possible as the lot ID is unknown. Complaint history review: chr review was not possible as the lot ID is unknown. Conclusions: the event is confirmed based on the operative notes that were provided however without x-rays and further medical records a cause for the event cannot be determined. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left knee revised. The tibial component had collapsed into varus. Took out femoral component and tibial component.